Manufacturer narrative:
Product complaint # : (B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had an asr in since 2010, but had pain and ion elevated so his asr cup, head and sleeve were removed and the hip was revised. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.